Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal, chronic"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy"), psychological trauma ("psych injury") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (hysteroscopy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, hypersensitivity and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, psychological trauma and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal chronic pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), allergy, and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) conducted (unspecified). Result: bilateral occlusion. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal, chronic"), dysmenorrhoea ("dysmennorhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy"), psychological trauma ("psych injury") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (hysteroscopy (full), salpingectomy (billateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, hypersensitivity and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, psychological trauma and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal chronic pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), allergy, and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) conducted (unspecified). Result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.